Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated "spray nozzle not working: repair tech stated "confirmed - unit blocked, fiber particles in bottle - cleared and cleaned" (B)(4).

Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned x-review DHR x-inspect returned samples . *analysis and findings complaint (B)(4). *was the complaint confirmed? Yes . Distribution history: this complaint unit was manufactured at csi on 09/23/2020 under wo #(B)(4) and shipped on 02/04/2021. Manufacturing record review: DHR 278762 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the unit was confirmed to have a partial blockage in the valve. This is deemed a handling error. The particles were noted to have the appearance of fibers. The source of the fibers is likely from the dewars used to fill a unit. If not kept clean any materials will be taken up in the tube and will get lodged in the valve assembly impacting proper flow. *correction and/or corrective action the unit was cleaned out, tested and returned to the customer. No further corrective action is necessary. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "spray nozzle not working: repair tech stated "confirmed - unit blocked, fiber particles in bottle - cleared and cleaned" ro 96639. 1216677-02021-00158 wallach ultra freeze 900076 (B)(4).